Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a gauge issue occurred. An encore 26 inflation device was selected for use. During the procedure, the gauge did not rise, so the pressure could not be measured. The procedure was completed using another of the same device. There were no patient complications.